Event description:
It was reported that patient with this implantable pacemaker had an infection due to open pocket and hematoma. The device was taken out and pocket was cleaned. To date, the device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable pacemaker had an infection due to open pocket and hematoma. The device was taken out and pocket was cleaned. To date, the device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker had an infection due to open pocket and hematoma. The device was taken out and pocket was cleaned. To date, the device remains in service. No additional adverse patient effects were reported.